Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however the customer declined to continue troubleshooting. Reportedly, customer is using insulin longer than recommended by health care professional. Tts advised this is off label per tandem use guide. Customer's blood glucose was in the 350's mg/dl range.